Event description:
The customer reported that the system was not saving pictures. Also a generator error message displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep trouble shot the system down to a "cop" error. The rep replaced the flashed nodes to discover that replacement pcb was doa. He slicked the nodes and reinstalled the original pcb. The rep also worked with tech support to resolve the bad generator calibration data, loaded the calibration files, and tested the system. The system operates as intended.